Event description:
It was reported that following left ventricular assist device (lvad) implant when the patient's chest was being closed low flow alarms began to occur. The low flow alarms continued when the patient was transferred to the intensive care unit (ICU). The patient was treated with blood products and factor ix. During implant the patient had undergone a huge left ventricle aneurysm repair. The patient's physician would keep the pump at speeds of 4500~4900 rpm and try to maintain the patient's mean arterial pressure at 70-80 mmhg and maintain their volume status. The patient's controller would be upgraded to lfa 2.0 software due to the patient's small body surface area. The patient was not symptomatic as they were still under anesthesia at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed based on an onsite evaluation performed by an abbott representative. According to the account, the alarms were due to bleeding and hypertension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow, such as hypertension. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 pocket guide to alarms for clinicians and the heartmate 3 pocket guide to alarms for patients and caregivers explain that the low flow hazard alarm will be triggered when pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.